Event description:
It was reported a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. No further patient complications were reported.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman access system (was) with the dilator unsnapped in the sheath. The hub, sheath, and device tip were visually and microscopically inspected. During functional testing, the hemostatic valve opened and closed, and the device was able to be properly flushed. The dilator was removed and when it was tightened water leaked from the hemostatic valve. The hemostatic valve was removed and under microscopic examination no valve damage was identified. The threads of the hemostatic valve were analyzed and found to be damaged. Product analysis was unable to confirm the reported blood loss as clinical circumstances could not be replicated. Product analysis confirmed the device leak as the hemostatic valve threads were damaged resulting in a leak.

Event description:
It was reported a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. No further patient complications were reported.